Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is not expected to be returned for manufacturer review/investigation. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part # 404.830s, lot # 901p583, manufacturing site:jabil grenchen, release to warehouse date:06/07/2022, expiry date:01/06/2032. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported on an unknown date, the patient underwent the primary surgery for the olecranon fracture on (B)(6) 2022 with the cortex screws and the plate. Procedure was completed successfully without any surgical delay. Five weeks after the surgery, the distal cortex screw was broken, and failure of bone union was confirmed. On (B)(6) 2023, a revision surgery and a bone graft was performed. It was found that the two cortex screws were broken and the plate was replaced. The screws could not be removed and remained in the body. There was no product defect inquiry from the surgeon. This report is for one (1) 3.5mm ti cortex screw self-tapping 30mm. This is report 1 of 2 for complaint (B)(4).